Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. The product packaging was not shown. Despite the confirmed damage, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after removing the catheter, seldinger needle, and insertion cannula from the packaging, the customer notices that the seldinger needle is bent in one place. Upon opening the second item, he notices the same thing. Two more items are opened, but the seldinger needles are not damaged." This was found prior to use. There was no patient involvement. Associated MDR numbers include: 3006425876-2025-00681 and 3006425876-2025-00682.

Event description:
It was reported that "after removing the catheter, seldinger needle, and insertion cannula from the packaging, the customer notices that the seldinger needle is bent in one place. Upon opening the second item, he notices the same thing. Two more items are opened, but the seldinger needles are not damaged." This was found prior to use. There was no patient involvement. Associated MDR numbers include: 3006425876-2025-00682.

Manufacturer narrative:
Qn#(B)(4).